Manufacturer narrative:
Additional info has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported mild light sensitivity five months after bilateral lasik in the left eye. Another report is filed for the right eye. Additional info has been requested.